Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when user tried to log in, "unable to authenticate" error was displayed and user account was locked.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when user tried to log in, "unable to authenticate" error was displayed and user account was locked. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user account has been locked. A technical support specialist encountered an error while trying to connect user to the session-securelink and found user account had been locked. Tse also verified that the device was not on disconnected mode. Customer was non-responsive to attempts to follow up for more information hence case was closed.